Event description:
It was reported the patient's blood glucose level rose to greater than 13.9 mmol/L (>250 mg/dL) while wearing the Pod between 37and 48 hours. When the Pod was removed from the infusion site on the hip/buttocks, the Pod's cannula was found kinked.

Manufacturer narrative:
According to the complainant, the device will not be available for investigation. Therefore, no investigation can be completed and Insulet considers this investigation closed. Based on the available information, we are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.6Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: Data not availablePlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.